Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. B3: event date unknown date between 2015-2020. D1, d2, d3, d4, g4 ¿ 510k: this report is for an unknown plate/unknown lot. Part and lot numbers are unknown; UDI number is unknown. D9: complainant part is not expected to be returned for manufacturer review/investigation. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the review of the following journal article: barry, c.p. Et al (2021), ¿out of house¿ virtual surgical planning for mandible reconstruction after cancer resection: is it oncologically safe?, international journal of oral & maxillofacial surgery, vol. 50 (xx), pages 999¿1002 (ireland). The aim of this prospectively maintained free flap database study was to compare the time to definitive treatment and the margin status of patients undergoing ¿out of house¿ vsp (oh-vsp) with those of patients undergoing standard care for reconstruction of the mandible after cancer resection. Between september 2015 to march 2020, a total of 53 patients who had osseous free flap reconstruction of their mandible after cancer resection were included in the study. These patients were divided into two groups depending on the reconstructive approach. The first group (n=28; 21 were males; mean age was 61.4±11.2 years) received a traditional non-vsp approach (non-vsp group), where the fixation plate was contoured to the mandible and the osteotomies performed ¿free-hand¿ to the intraoperative defect. In the second group (n=25; 17 were males; mean age was 57.8±17.2 years), proprietary oh-vsp (proplan cmf virtual surgical planning; depuy synthes) was used to plan and perform the reconstructions. All vsp cases involved cutting guides for the mandible to replicate the planned bony resection and a custom titanium fixation plate. A milled titanium plate was used in the early vsp cases, but this was switched to a lower profile printed titanium plate in the more recent cases. Custom cutting guides for contouring the reconstruction were used for all fibula reconstructions in the vsp group, but the scapula bone flaps were contoured by hand to the custom plate following a reconstructive three-dimensional model. The following complications were reported as follows: vsp group: 4 patients had neck wound complication. 1 patient had late fixation complications, i.e. Plate fracture or infection requiring removal. This is report 2 of 2 for (B)(4). This report is for an unknown synthes screws.